Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. (B)(4)

Event description:
The customer reports that upon post-transfusion, one patient generated reactive architect (B)(6) on the architect i2000sr analyzer in their lab the customer states that previous (B)(6). No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
No returns were available from the customer site. Clinical sensitivity testing was performed using a retained in-house sample of reagent lot 56237lh00. All specifications were met, indicating acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs assay pacakge insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The potential false results are for one discrete patient sample and it is likely that the elevated anti-hbs results are due to the patient receiving a blood transfusion, which resulted in passive transfer of antibodies from the donor to the recipient.